Event description:
On (B)(6) 2014, the reporter contacted animas alleging blood glucose excursions associated with pump use. The reporter stated that patient's blood glucose (bg) was low most of the day on (B)(6) 2014 and that at 8pm, it was 45mg/dl with symptoms of abdominal pain, nausea and vomiting. Reportedly, there were no pump setting adjustments before the alleged event, and the patient was given juice and fruit, and then taken to the ER. It was reported that the patient's bg at the hospital was 699mg/dl with large ketones and was treated with insulin via the pump and IV fluids. The reported discrepancy in bg readings was of unknown cause. It was reported that the patient had not been using a ping meter and that pump use was discontinued. It had been determined that the patient had been using advanced bolus features but further troubleshooting could not be completed at the time of the complaint. This complaint is being reported for bg excursions of unknown cause for which a pump malfunction could not be ruled out.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.